Manufacturer narrative:
The complaint notification associated with this device described that the user was walking up a hill when the screws came loose. The customer reported that the user fell. The user was not injured during fall, no medical treatment was required. The evaluation of this device was conducted at the manufacturer's service center on january 23rd, 2017. We can confirm that two bolts in the posterior upper part are lost and both hydraulics are damaged. An exact reason for that could not be determined. Patient fell due to this failure, but was not injured.

Event description:
Knee joint was sent in for repair. Customer stated that the user was walking up a hill when the screws came loose. They reported that the user fell. The user was not injured during fall, and no medical treatment was required.